Event description:
Customer states they received a blood glucose result of 166mg/dl and took 3 units of insulin based on the value received. The customer states that they passed out and paramedics were called. They checked their blood glucose and the result was too low to register. The customer was given an injection of glucose and was later retested and a result of 24 mg/dl was received. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.